Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic video-assisted thoracoscopic surgery bullectomy, when it was being applied to the lung to take the bulla out, when they started to fire, there was a loud crack and they were not able to compress it again. The staple line was incomplete distally. They opened a second handle and the same thing happened with the three reloads and then with the other two types of reloads as well. They opened another stapler and was fired at a different angle to the existing firings and it worked to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Initial visual inspection of the instruments noted no abnormalities. Functionally, the instruments were loaded with a reload. During testing of the instruments, a skip was noted in the units firing stroke after closure of the reload jaws. An access hole was cut into the instrument bodies for visualization of their firing rack. This examination noted sheared teeth on the firing racks of both instruments. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: 1. Firing over tissue that is beyond the recommended thickness range. 2. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic video-assisted thoracoscopic surgery bullectomy, when it was being applied on the lung to take the bulla out, when they started to fire, there was a loud crack and they were not able to compress it again. The device partially fired and the staple line was incomplete distally. They opened a second handle and same thing happened with the three reloads and then with the other two types of reloads as well. They opened another stapler and was fired at a different angle to the existing firings and it worked to complete the case. There was no patient injury.